Manufacturer narrative:
The investigation revealed that the speaker sound quality was poor. The device was troubleshooted to determine the cause of the malfunction. However, since no replacement unit could be provided by the service parts supply chain (sps), the device was removed from service. The customer was informed that due to the unavailability of a replacement unit from the service parts supply chain (sps), the device should be removed from service. The investigation has concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Hold for ac 4.21 it has been reported that device speakers are not functioning properly.